Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed material deformation. In addition, the investigation confirmed material separation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:(device code - 2981). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruos106 recanalization catheter allegedly experienced material deformation, material separation, and twisting. This information was received from one source. This single malfunction had one patient involved with no consequences to the patient. The age, weight, and gender of the patient was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed material deformation and material twisting. In addition, the investigation confirmed material separation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruos106 recanalization catheter allegedly experienced material deformation, material separation, and twisting. This information was received from one source. This single malfunction had one patient involved with no consequences to the patient. The age, weight, and gender of the patient was not provided.